Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unintended 20 unit bolus was delivered by the pump. Reportedly, the customer alleged that the 20 unit bolus was not requested and delivered by the user. Tandem technical support reviewed the pump history and determined that the bolus was manually requested, however, customer maintained allegation that it was not requested and delivered by the user. The customer's blood glucose level ranged from 251-253 mg/dl. The customer continued to use the pump for insulin therapy.